Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010, the patient underwent a posterior fusion at l5-s1 using rhbmp-2/acs. In 2010, the patient was diagnosed with chronic pain and nerve damage, and has required extensive treatment. The patient has daily severe disabling pain that prevents him from performing many basic adls. No further information was provided.

Event description:
It was reported that on (B)(6)-2010, the patient underwent a posterior lumbar interbody fusion at l5-s1 where rhbmp-2/acs was implanted. In 2011, the patient was diagnosed with ectopic bone growth, subchondral cyst formation and osteolysis. The patient had to undergo an additional surgery to remove excessive bone growth.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010, patient underwent following procedure: bilateral laminectomy l5-s1 with partial medial facetectomy and decompression of bilateral l5 and s1 nerve roots; transforaminal lumbar interbody fusion l5-s1; placement of intravertebral body cage at l5-s1 using spine wave staxx; posterior spinal fusion, l5-s1; posterior non- segmental instrumentation l5-s1 using screws; harvest of local autograft; use of allograft in spine surgery; use of c-arm; use of operating microscope. For pre-op and post-op diagnosis of: l5-s1 degenerative disc disease; spondylolisthesis; foraminal stenosis; intractable back and leg pain. As per op-notes: ¿.. Rhbmp-2 that was prepared on the back table was hen placed into the l5-s1 disc space and this was also packed with the local bone graft that was harvested.. Patient tolerated the procedure well..¿ radiographic assessment: final ap and lateral images were obtained. Impression: status post transforaminal lumbar interbody fusion with cage placement at l5-s1 and posterior instrumented spinal fusion.